Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking; further described as the nurse noticed wet drops on the floor. It was further stated the tubing was traced and it was noted the line had a break. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage under water and pressure testing which revealed a leak due to a cut in the tubing. A special test was performed at the slide clamp to check for cut tubing by closing the clamp and no issues noted. The reported condition was verified. The potential cause of the condition was due to improper handling during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.